Manufacturer narrative:
Pending investigation.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp). The physician performed troubleshooting actions but issues persisted, leading to a surgical procedure. All components of the existing ipp were explanted and replaced with a new ipp. Upon inspection of the explanted device, a rip was found in pump connection tubing leading to fluid loss. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, a device malfunction as the most probable cause of the event. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: returned product consisted of an ams 700 cylinders, reservoir, pump and two rear tip extenders. The cylinders were visually inspected, microscopically examined and tested for leaks. A large tear with avulsion was identified in cylinder 1. The damage appears to be consistent with wear at a fold in the cylinder body. A small tear in the input tube sleeve was identified in cylinder 2; however, no leaks were found during the leak test performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The ams 700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. No damage or abnormality was noted in the pump during visual and microscopic inspections. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the complaint investigation conclusion code is a cause traced to component failure.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp). The physician performed troubleshooting actions but issues persisted, leading to a sugical procedure. All components of the existing ipp were explanted and replaced with a new ipp. Upon inspection of the explanted device, a rip was found in pump connection tubing leading to fluid loss. No additional patient complications were reported.